Event description:
It was reported that the insulin pump had a vibrate anomaly and that the customer experienced high blood glucose levels. The blood glucose reading was 107 mg/dl during the first call. The customer complained of thirst, a bad headache, and vomiting. She treated using the insulin pump. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime, and no leak was found. The customer called back to complete troubleshooting with the tubing clamp a few days later, and the insulin pump passed the high pressure test. The blood glucose reading during the second call was 364 mg/dl. Advised the customer that the insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.